Event description:
This is a case report received from baxter (B)(4). A physician reported, a patient experienced an allergic reaction through a baxter xenium 210 hf dialyzer. The patient had been dialyzed through this dialyzer since (B)(6) 2011 and never presented such a reaction before. Reportedly, the patient started to experience an allergic reaction 20 minutes after the initiation of therapy on (B)(6) 2011. The reaction was observed after a patient call. The patient displayed a decrease in arterial pressure, malaise, collapsus, breathlessness, desaturation, and sinus tachycardia. Dialysis was immediately stopped and then restarted with a saline bolus, but without restitution. The patient was administered a high rate of o2, scope, isotonic saline solution (iss), and was hospitalized. The reporter stated that solumedrol intravenous (IV) was administered during therapy. The patient had totally recovered from the event. The bloodlines used are from hospal and the generator used is from evosys. There was no fistula needle used. Therapy parameters were as follows: therapy duration real / programmed : 4hours / 20 minutes - blood rate: 370 - uf to reach : 4l. There was no alarm displayed during therapy. Priming of the dialysis circuit is done through 1.7l of bicarbonate solution and the priming cycle last 12 minutes. The blood pump was stopped for 15 minutes prior to patient connection.

Manufacturer narrative:
(B)(4). The machine is disinfected through dialox and the last one was performed on (B)(4) 2011. The date of the last preventive maintenance on the machine is unknown. The date and results of the last bacterologic test performed on the machine is unknown. The frequence of maintenance of the water distribution system is unknown. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.